Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). The customer was provided with a replacement battery. Stryker continues to investigate the reported issue and will submit a supplemental report.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.